Event description:
The customer observed elevated magnesium when processing on architect c4000 processing module. Sid (B)(6) (70-year-old male) generated magnesium of 8.55 mg/dl that repeated 2.3 mg/dl. The customer magnesium reference range is 1.6 to 2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.